Event description:
Reference number (B)(4) event occurred in denmark. It was reported that the patient experienced low blood glucose event of 3.8mmol/lon (B)(6) 2026.the patient received treatment with carbohydrates, after which the event resolved. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: denmark.